Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2024. It was reported that since received the trial implant today hadn't been able to urinate at all and said that was so used to going frequently. Caller said that they left a message however haven't received a call back yet from the manufacturer representative (rep). Reviewed therapy information and general programming guidance. Caller said that they don't feel comfortable making any adjustments. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider (hcp) to check if there was an answering service to notify on-call healthcare provider to further address the issue. Email was sent to field staff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient experienced urinary retention prior to the device. The rep confirmed that the retention did not got worsened as a result of therapy or device. The patient's standard of care prior to the device was catheterization. When the rep was asked to clarify the steps taken to resolve the issue, the rep stated that the patient was contacted on (B)(6) by the doctor and told to go to the ER to get a catheter back in. The rep confirmed that the issue was resolved. The patient had success with the therapy helping him urinate during the trial and was implanted. The device was intended to treat a non-obstructive urinary retention. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.